Event description:
It was initially reported that during a tonsillectomy, the pt received a burn. Further investigation determined that the pt received the burn on the outer corner of the mouth by the scissors blade. It was noted that the scissors was energized when the burn occurred. The burn was classified as a first to second degree burn and was treated non surgically by a plastic surgeon. The pt's hosp stay was extended for a couple of hrs and the pt was reported as being "okay".